Event description:
The broach handle broke during surgery. No pt injury. Additional clinically relevant info was requested, not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.